Event description:
The tech alleged the bed exit alarm is not functioning. No pt impact.

Manufacturer narrative:
The tech found the lid for the electronic enclosure was placed over the wires of the bed exit alarm splitting the wires. The tech replaced the bed exit external alarm with housing to resolve the issue.